Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 110 units of insulin additionally it was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded cold insulin into the cartridge. Blood glucose was not impacted. Reportedly, a new cartridge was filled and loaded successfully.